Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with the shaft bent; therefore, no testing could be performed to evaluate the incident reported. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic nissen procedure, all the information that was given is all three devices misfired and the patient had to be opened urgently. The current status of the patient is unknown. One device will be returned the other two devices used were discarded. No additional information is available.